Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system provided anti-tachycardia pacing (atp) and eight shocks due to oversensing. Technical services (ts) was consulted and recommended reprogramming options. A gradual increase in the ventricular impedance measurements for the past few months was noted. This ICD system remains in service. No additional adverse patient effects were reported.